Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient condition could not be conclusively determined through this investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 30jul2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was coronavirus (covid). The patient developed severe hypoxic respiratory failure due to covid and developed hemodynamic instability requiring multiple pressors. The patient also had worsening acute kidney injury (aki). The patient was made do not resuscitate (dnr). Comfort care and support were withdrawn. The death was not considered device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. No other information was provided.